Event description:
During explantation of the nail, the surgeon had difficultly removing the lag screw. This event did not cause any adverse consequence to the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Evaluation results suggest that the event was most likely attributed to misalignment between the screw's axis and the drill hole's axis during insertion.